Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported there was a power outage, and when the power came back on the power adaptor associated with the programmer exploded and broke. No changes were reported. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.